Event description:
On 10/4/05, the lay/pt contacted lifescan alleging that her one touch ultra meter would not turn on. The medical affairs specialist (mas) sent a letter to the pt asking her to call the mas as no contact phone number was provided. The pt last tested with the reported meter in 2005, at 6:30 am; the result obtained was not provided. The pt denied having symptoms of high or low blood glucose level at the time of concern. She told the customer care rep (ccr) that she would go to the doctor to have her blood glucose tested because she had not been able to test with the reported meter. She had not gone to the doctor at the time she contacted lifescan. The ccr verified that the test strips were correct, the battery was less than 1 year old and correctly installed, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not turn on. The meter, test strips, and control solution were replaced.